Event description:
It was reported that this pacemaker recorded a code 1003, data analysis identified that the voltage alert was triggered due to a detected high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service.

Event description:
It was reported that this pacemaker recorded a code 1003, data analysis identified that the voltage alert was triggered due to a detected high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
Additional information was received; the device was explanted.